Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. All explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5170651/5171753.